Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative had the patient cycle the power on the homechoice to clear the alarm. The technical service representative had the patient close the clamps and disassemble the set to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.